Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic probe to the service center for evaluation related to a separate issue. During testing, the field service engineer identified a small, punched hole, some light bends, and scratches along the device insertion tube. There was no patient involvement